Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the right coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged form the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent remains within the patient's vasculature. There was no additional clinical sequelae reported relative to the event and no further information is available from the user facility.